Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm during a bolus attempt and off no power without low battery indicator on the insulin pump. Customer's blood glucose level is 152 mg/dl. Customer advised they woke up one night and the device had completely shut off without an alarm going off. Customer was advised to change out the complete set and return the set for analysis. Troubleshooting for the off no power was performed. Customer advised they did not receive a low battery alert prior to the off no power alert. Customer's alarm history showed bad battery and a few battery out limit alarms. Customer was advised to insert a new battery and to monitor the insulin pump since this was the first occurrence of the off no power anomaly.